Event description:
Related manufacturer reference number: 1627487-2019-12259. Related manufacturer reference number: 1627487-2019-12260. It was reported the patient was unable to increase amplitude for stimulation. Diagnostics revealed high impedances. To address the issue, the patients extensions and ipg were explanted and replaced. The procedure did not resolve the issue. The next course of action is undetermined at this time.

Manufacturer narrative:
The report of auto-reducing was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing, and it communicated with all lab utilities. The returned ipg exhibited normal device characteristics during analysis.

Event description:
Related manufacturer reference number: 1627487-2019-12259; related manufacturer reference number: 1627487-2019-12260; related manufacturer reference number: 1627487-2020-01775; related manufacturer reference number: 1627487-2020-01776. It was reported during follow up the patient underwent additional surgical intervention to address the high impedance on (B)(6) 2020. During the procedure, the patients leads were explanted and replaced resolving the issue. The two leads have been added as reportable devices.